Event description:
During the procedure, it was reported that the physician injected half of the onyx and then laid it on the operating table for thirty minutes to select another vessel. Upon reselecting the new vessel, the physician tried to inject the rest of the onyx, but felt resistance in the catheter and it did not reflect in imaging. The physician suspected that the catheter had ruptured. No injury was reported to the patient as a result of the procedure. Same event as MDR# 2029214-2012-00649.

Manufacturer narrative:
The device involved in the event will not been returned for evaluation as the liquid was not allowed to be shipped back.(B)(4).